Manufacturer narrative:
(B) (4). (B) (4). The reported pt effects of perforation and cardiac tamponade are listed in the product instructions for use (IFU) and are known adverse events associated with coronary stenting procedures. Additionally, perforation, cardiac tamponade, cardiac arrest and treatment with medications are listed in the product risk assessment as no-fault procedural complications. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Device issue: none. Adverse event: perforation, cardiac arrest, medical intervention. Onset of adverse event: during procedure. It was reported that the procedure was to treat a non-tortuous, non-calcified lesion in the proximal left anterior descending artery (lad). Following pre-dilatation with a cutting balloon and performing ivus, the 3.5 x 28 xience v stent was implanted. Ivus was performed again for apposition. A 4.0 x 20 nc voyager balloon was inflated one time to 12 atm for post-dilatation and the balloon was removed. At this time a significant perforation was observed in the proximal lad. The voyager was re-inflated to seal the perforation. Due to the amount of extravasation into the pericardial sac, a pericardiocentesis was performed to treat cardiac tamponade. A jostent 4.0 x 26 graftmaster was then implanted successfully to treat the perforation. The pt coded for 40 minutes due to perforation. The pt was treated with iabp, ventilator, defibrillation, epinephrine, and lidocaine. The pt is in stable condition. No add'l info is available.